Event description:
Reportable based on device analysis completed on 30-mar-2022. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. A 2.50 x 38mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: a synergy xd mr ous 2.50 x 38mm stent delivery system catheter was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.